Event description:
The doctor placed the stent in a contralateral sfa without incident. Upon removal of the delivery system, the doctor stated that a thin layer of the inner catheter had adhered to the guide wire (glidewire). A new guidewire was placed to complete the procedure.